Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was decommissioned.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that all buttons on the device were inoperative. In this state defibrillation therapy would not be available to a patient if needed. There was no patient use associated with this event.